Manufacturer narrative:
(B)(4). A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the reservoir ruptured. The event occurred approximately five days after the treatment was started on a patient. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.